Manufacturer narrative:
Device evaluation: result: a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4064426. Conclusion: as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. The device was not returned for evaluation.

Manufacturer narrative:
A sample is available for investigation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that following an injecting using a (B)(4) insulin pen needle, the needle broke off in the patient's body. The patient looked around but could not find the broken piece. The patient went to see the doctor and had a CT scan on (B)(6) 2015, although the broken piece was not detected. At the time of report, the patient was not experiencing any complications.